Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). The patient was monitored and discovered that the lead had perforated in the pericardium. Patient stated having several fall months ago and since then patient started experiencing stimulation around diaphragm and sharp pain in the shoulder. Also, patient had slow heart rate but when checked in the emergency room, local representative confirmed that blood pressure monitor was normal and stable. This rv lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.